Event description:
Device malfunction: partial deployment; breakage of device during withdrawal. Time of malfunction: during the procedure. Symptoms/ae: intervention required to retrieve stent fragment. It was reported that during an interventional procedure of the left proximal superficial femoral artery, "incomplete dilatation of the stent occurred in the place of lesion. During its withdrawal the stent broke in two pieces (1/4 : 3/4). About 3/4 of the stent was removed from the pt anatomy, and the rest of the stent had to be taken out by surgical intervention." Additional info received from the user indicates that during implantation the jostent selfx was deployed in the target lesion, however, was not completely deployed. The stent was opened only in the distal quarter and resistance was encountered with the sheath preventing full stent deployment. The physician attempted to re-sheath the stent, however, the stent was pulled from the lesion into the groin area, and the deployed 1/4 portion of the stent detached and remained in the anatomy. A vascular surgeon was consulted and surgical extraction of the stent fragment was executed. This represents all the known info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The device reported is an abbott international product which is the same or similar to a device that is marketed domestically.